Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se cleaned the outside of the graphic user interface (gui) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a touchscreen blocked error message. The ventilator was not in use on a patient at the time the event occurred.